Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: catheter. Product ID: 8590-1, lot# n740638, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and a manufacturer representative on (B)(6) 2018 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The indications for use included intractable spasticity and stroke. It was reported that the patient's entire system was removed on (B)(6) 2017 due to infection of the intrathecal catheter. It was noted that the preoperative diagnosis was spastic paraplegia and infection of intrathecal pump. The postoperative diagnosis was the same. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer representative on 2018-feb-12. It was reported that the patient was fine and the surgeon could do nothing to help going forward. It was noted that the system was removed at the request of the primary care hcp because there were some suspected health issues with the patient and the pump was an unknown variable.